Event description:
It was reported that during implantation after 3 positioning attempts of this lead, the distal lobes did not deploy. Patient outcome: good. The device was not implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) blood/body fluid outer tubing overlay; (B) (4) full lead; dried blood prevents lobes from deploying.